Event description:
Percutaneous coronary intervention. Diagnostic imaging with combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. Catheter was successfully delivered to the coronary artery for imaging. Resistance encountered when attempting to remove the catheter from the coronary artery. Operator cut the outer sheath of the catheter on the proximal end near connection hub to first remove the inner core and then remove the outer sheath separately. No injury to patient reported.